Manufacturer narrative:
11 - the permanent cautery hook instrument has been returned and evaluated by the failure analysis team. The instrument was found to have thermal damage on the monopolar yaw pulley at the sleeve with black char marks present at the distal end. The sleeve was found dislodged with damage. An additional observation not reported by the customer was that the instrument was found to have thermal damage of the proximal clevis with black char marks present throughout the entire surface. Any missing material missing from the damage at the yaw pulley at the sleeve and the proximal clevis is likely thermally induced rather than mechanically induced. The electrical continuity testing passed. No signs of conductor wire damage was found at the wrist area. The distal clevis ear was removed and no damage was found on the conductor wire at the weld. This complaint remains reportable due to the following conclusion: it was alleged that the instrument arced with no evidence or claim of user mishandling or misuse. There was no report of patient harm, injury or adverse outcome due to the event. However, if the alleged malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
(B)(4) - the permanent cautery hook instrument was further evaluated by the advanced failure analysis (afa) team. Afa performed visual inspection under a microscope at 30x magnification. This showed that the thermal damage on the dislodged monopolar yaw pulley at the sleeve was likely caused mechanically not thermally. The root cause of the thermal damage is likely due to conductor wire becoming damaged and dislodged, thus exposing the part the hook that has the thinnest insulating surface. While energy was activated, the energy travelled from the tip of the hook through the body fluid medium that was in contact with the thin insulation underneath where the sleeve was supposed to be secured, thus heating it up and causing thermal damage. Based on the additional information, there is no change in the reportability decision; this complaint remains reportable due to the following conclusion: the permanent cautery hook instrument arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the system logs confirmed no errors related to the event occurred. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the permanent cautery hook instrument arced, smoked, or had conductor wire damage with no evidence or claim of user mishandling or misuse. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted duodenum pancreatectomy surgical procedure, the permanent cautery hook instrument clamp showed energy dissipation during the procedure. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the initial reporter of this complaint and obtained additional information regarding the reported event. The initial reporter indicated that the permanent cautery hook instrument was inspected prior to the surgical procedure and no issues were observed. The instrument was in use for 2 hours with the instrument inserted and removed prior to an enterotomy being performed. According to the initial reporter, the site was using a valleylab electrosurgical unit (esu) setting of "40". Monopolar cut energy was applied with the instrument tip in contact with tissue and was observed dissipating into tissue so the instrument was removed. Fenestrated bipolar forceps and cadiere forceps were in use at the time with no interoperative collisions reported. The surgeon thinks the hook tip cover caused the arcing event. The initial reporter denied that the patient experienced any intra-operative or post-operative complications. Photographic images or a video recording are available but have not been provided at this time.